Event description:
Few days post-implant, an echocardiography was performed due to patient not feeling well; no anomaly was seen. In 2009, x-ray was performed and revealed that the lead perforated to the myocardium. Small amount of pericardial effusion was noted. However, no drainage was necessary. The lead was replaced, but will not be returned for analysis since it was disposed of at the hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.